Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that six months after an arthroscopic rotator cuff repair procedure performed on (B)(6) "202", it was observed that the rotator cuff was re-torn. A revision surgery was performed on (B)(6) 2021 where it was observed that the 4.75 healix advance kntlss br anchor device came off the suture and remained in the bone. The surgery was completed by inserting a new anchor into a different burr hole. The status of the patient post-surgery was unknown. No additional information was provided.